Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump alarmed unexpected restart. Customer's blood glucose was 147 mg/dl. Alarm and possible causes were explained to the customer. Alarm did not occur during the rewind or prime sequence. Customer was advised to clear alarm, disconnect and remove the reservoir from the device. Temp basal was not programmed prior to alarm. The device passed self test. Customer was advised to monitor the device. No further information reported.